Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high defibrillation impedance one day post implant. Defibrillation threshold testing was conducted and the device failed to convert the patient. External defibrillation therapy was used. The physician decided to remove, clean, then re-implant the lead on (B)(6) 2020. Defibrillation threshold testing was conducted a second time and was successful. The patient will continue to be monitored. There were no patient consequences.